Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime/a33 test, excessive no delivery test or verify a33 alarms due to motor error alarms. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system error. Customer¿s blood glucose level was 120 mg/dl. Customer was able to clear the alarm and was able to complete rewind. The customer was also advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis.